Event description:
On (B)(6) 2015, a customer reported unexpected negative reactions when testing a patient sample with capture-r ready-ID (crrid) on the galileo neo instrument. The sample contained anti-e.

Manufacturer narrative:
Pi lab confirmed the reactivity of the e antigen on capture-r ready-ID, lot id241. Controls performed as expected and all e positive cells exhibited the expected reactivity. No additional information was provided by the customer.